Event description:
It was reported that extensive attempts were made to support blood pressure for refractory fulminant septic shock due to pseudomonas sepsis on biventricular support. The patients blood pressure was not able to be sustained. He was transferred to comfort care only. The cause of death was listed as refractory vasoplegic shock.

Event description:
It was reported that the source of infection was likely related to colitis as was seen on computed tomography scan. The patient had right heart failure prior to implant and moderately dilated right ventricle with moderately reduced systolic. The patient had severe right ventricular failure with a dilated right ventricle post implant. The patients septum was shifted leftward. Pseudo mcconnels sign was noted. It was reported that the patient experienced renal dysfunction on (B)(6) 2021. The patient had a oliguric acute kidney injury from shock with profound metabolic acidosis. Continuous renal replacement therapy was scheduled to be started for clearance. The event was ongoing at the time of study completion/withdrawal.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined; however, the infection was thought to be related to colitis. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. It was reported that (B)(6) would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, localized infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event and infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. C contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11jul2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient became hypotensive and experienced right heart failure on (B)(6) 2021. There was also an elevation in lactic acid. The patient was treated with ultra-filtration, inotropes, nitric oxide inhalation, and vasodilators. A right ventricular assist device (rvad) was also implanted as part of the treatment. Blood cultures drawn on (B)(6) 2021 were (B)(6) for pseudomonas aeruginosa. Extensive attempts were made to support the patient's blood pressure for refractory fulminant septic shock due to the infection, but was unable to be done. The patient was also given antibiotics and antifungal treatment. The patient passed away on (B)(6) 2021. The exact etiology of decline was uncertain, but it was thought to be infectious with the source possibly being colitis, which was seen on computed tomography (CT) scan.